Event description:
Related manufacturer reference number: 2017865-2022-11530. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited noise leading to oversensing. No intervention was performed. The patient condition was stable.